Event description:
Notification received of an explorer tip breaking off in a pt's mouth sometime between christmas and the new year. The pt subsequently swallowed the tip. Pt had x-rays taken and to company's knowledge is fine.